Manufacturer narrative:
(B)(4). The lot was manufactured from july 14, 2014 to july 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection verified the reported condition of a leak. The cause of the condition was determined to be broken tubing at the junction of the distal luer lock. No cause could be determined for the broken tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate experienced a leak from an unspecified location. This problem was found during receipt of the shipped product. The device was filled with 240 ml of nacl. There was no patient involvement. No additional information is available.